Event description:
Discordant falsely elevated potassium (k), creatinine (crea) and blood urea nitrogen (bun) results, and a discordant, falsely low sodium (na) result were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned them. A new sample was obtained from the patient and tested on the same instrument, resulting lower for k, crea and bun and higher for na. The original sample was then repeated on the same instrument, and the results matched those of the redraw. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, k, crea, bun and na results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated that the sample resulted as expected upon repeat testing on the same instrument. The cause of the discordant k, crea, bun and na results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.